Manufacturer narrative:
D3: correction. H3: two used extensions were returned for analysis. No damage or anomalies were observed. An occlusion was observed during testing on sample 1, and fluid was observed not to make it past the filter. Leakage was observed on sample 2 from the filter. The filter was cut off the set and black dye was attempted to be pushed into the set, but the dye would not make it into the filter from the incoming port. However, it would make it in from the outgoing port. The complaint of leakage can be confirmed. The probable cause is due to a manufacturing error with tijuana's supplier. The probable cause is due to a solvent application error in tijuana.

Event description:
Additional information reported that there was only one incident involving the batch number, after which they immediately switched to the lines without filters to prevent further incidents until the cause could be determined. The exact event date was unknown and occurred in either october or november.

Manufacturer narrative:
Updated b5: additional information reported that there was only one incident involving the batch number, after which they immediately switched to the lines without filters to prevent further incidents until the cause could be determined. The exact event date was unknown and occurred in either october or november. H3: investigation is in progress.

Event description:
It was reported that the filter of the extension set was found to be leaking, ran out, and could not be vented, which affected the patient who was receiving parenteral nutrition. It was noted that pain therapy was administered via two pumps in parallel. Overpressure occurred during cassette changes, causing the filter to leak shortly afterward. The new tubing system also presented issues, including the inability to prefill and an overpressure warning. Disconnecting the tubing from the cassette relieved the overpressure, but reconnecting it prevented any fluid flow. To resolve the issue, the system was switched to a tubing setup without a filter. There was patient involvement. No medical intervention was required.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.